Manufacturer narrative:
(B)(4).

Event description:
The consumer and a manufacturer representative reported that the patient had pain and tingling over the implant site whether the device was on or off. The patient came home from work and felt energy up and down their back. They shut their device off and back on and the tingling did not stop. The patient met with a manufacturer representative and they did an impedance check with all the results within normal limits. The patient turned the stimulator on and felt tingling where they needed it however; the patient was going to leave their stimulation off until they saw their doctor. The patient was indicated for spinal pain and failed back surgery syndrome. No causes, interventions, or outcome were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
The event is now reportable for serious injury. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via the representative (rep) regarding the patient. It was reported that the patient was presented today for an explant with the healthcare professional. The patient reported that the device caused discomfort in their body even when off and they just wanted it out. The implantable pulse generator (ipg) was to be returned once released from pathology. No further complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was requested from the patient's healthcare provider associated with the event, rather than the potential new healthcare provider as previously reported. The healthcare professional associated with the event reported that no troubleshooting was performed and no actions/interventions were taken. A supplemental report will be sent should additional information be received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the consumer regarding the "weird tingling and electricity" around the device and in her body. Everything looked fine when the patient saw the manufacturer representative, and the patient recently had x-rays with a potential new healthcare provider. The patient turned the stimulation off as she was afraid of what might happen if she were to leave the stimulation on. There were no trauma or falls that could be related to the issue, no relationship to positional movement, and no recent medical test or emi exposure. Furthermore, there was no change in activity and no change in programming. There was no resolution of the issue; the patient was in pain, could not lay on her back, "clothes hurt too touch it", and there was extreme tingling and pain over the device. The patient was "terrified that something is deathly wrong". Information was requested to the patient's potential new healthcare provider regarding the troubleshooting performed, cause of the problem, and actions / interventions taken to resolve the issue. A supplemental report will be sent should additional information be received.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4) found no significant anomaly. The battery had reduced capacity due to overdischarge. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.